Event description:
It was initially reported that a patient with a 280023mm aortic valve was being considered for a valve in valve transcatheter procedure due to moderate stenosis. The clinical specialist handling the case indicated the patient's valve had originally been implanted in 2008.

Manufacturer narrative:
Method = the device remains implanted, no product return. Additional follow up with the clinical specialist for the case indicated that the patient's symptoms were perceived to be due to her obesity and history of lupus. The patient's surgeon elected not to proceed with the transcatheter valve in valve (tavr) implantation as it was determined that the patient was not a good candidate for root replacement surgery at this time. The patient's entire root and ascending aorta was extremely dilated, along with the sinuses, and a larger size valve would be needed. The surgeon will reconsider the options for this patient. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. There are multiple etiologies for bioprosthetic valve stenosis such as calcification, host tissue growth...etc. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. Additional information will be reported as received.

Manufacturer narrative:
Serial number was provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.